Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2022-00592 and 3013886523-2022-00591 a facility reported a cerelink sensor was implanted, the values were stable for one day until suddenly dropped to negative numbers. The sensor and the directlink monitor were replaced. Cable (ID (B)(4)) was connected to the cerelink sensor (ID (B)(4)) that was explanted and directlink monitor (ID (B)(4)). According to facility: "probe connected to directlink (module) and zeroed. Directlink connected to patient monitor in theatre. Probe shows pressure of 6 mmhg, which seems realistic. Patient is transferred to the ib. Adjustment of monitor and directlink with initial pressure of 6 mmhg, after 4-6 hours pressure drops into negative. Recalibration on the monitor and reproducible pressures measured. Later, negative pressures not only in sitting or standing position, but also in lying position, but when crying the pressure rises again as expected and then slowly drops again to negative for hours. Before explantation of the probe, another probe with a different directlink, we have 2 devices, zeroed and installed. Before explantation of the probe, another probe with a different directlink, we have 2 devices, zeroed and installed. Same behaviour as with the first probe (pressure positive, then negative again). "

Manufacturer narrative:
Directlink cable was returned for evaluation: DHR - not possible. The lot provided is the supplier lot number, not integra. Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment and drawing: no defect was noted. The cable was electrically tested: no abnormal discontinuity and no abnormal short circuit was measured. The complaint evaluation was unable to conclusively verify the complaint as valid. Device passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly.